Event description:
Report received of an overdelivery of primacor. An unspecified dose of primacor was ordered to be infused. The pump settings were not specified, but the customer stated they usually give a loading dose over 10 minutes and then the remainder of the infusion is infused over 5 to 6 hours. It was reported that "a large amount of fluid was infused over a short amount of time". The pt experienced a severe headache. The primacor infusion was discontinued. The pt was examined by the physician. The pt was trated wtih tylenol and cold compresses. Though requested, no further info was available.